Event description:
The manufacturer received a voluntary medwatch (mw5150970) in which the patient alleges that have been diagnosed with nose continuously drips. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Product brand name section has been corrected and updated in this follow-up report.